Event description:
A customer reported experiencing a cartridge change error with their pump, which resulted in multiple alerts and led to discontinuing pump use on (B)(6) 2025. This issue caused the customer's blood glucose to exceed the safe level, registering only as "high." To address the high blood glucose, the customer administered a correction injection using multiple daily injections (mdi). Technical support (cts) walked the customer through troubleshooting steps, which included inspecting and cleaning the pump, but the loading of the cartridge onto the pump was unsuccessful. Consequently, the customer was referred for escalated troubleshooting, and it was determined that a replacement pump was necessary. The customer was sent a replacement pump by cts, instructed on the return process for the malfunctioning pump, and advised on transferring settings and connecting their continuous glucose monitor (cgm) to the new pump. They were informed to return the old pump within 10 days to avoid charges. The matter was concluded with no further actions required after the order cancellation mentioned in a follow-up note.